Manufacturer narrative:
Approximate age of device - 49 days. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of pump off and low flow alarms. The log file captured a speed interruption to 0 rpm on 29aug2018 at 11:02:32 pm, accompanied by low flow and motor stopped alarms. There was no driveline disconnect alarm recorded during this event, and the recorded power, flow and pi decreased to 0. It appears that the event persisted for approximately 28 seconds until the system resumed normal operation and the alarms cleared. Per the investigation of the returned controller, these findings were able to be reproduced by partially disconnecting the driveline. Outside of this event, the pump appeared to have functioned as intended at the fixed speed. The account communicated that the patient fell in the inpatient rehab facility while ambulating and hit his head. The patient¿s spouse did not recall hearing an audible alarm; however, upon interrogation of the device while in the emergency room, ¿pump off¿ and ¿no flow¿ alarms were noted. It noted that there was no visible damage to the external portion of the driveline, but the patient¿s spouse stated that the driveline was stretched quite tightly when the patient was on the floor after the fall. The patient was readmitted to the hospital for evaluation while further actions were being determined. The patient remained ongoing following this event with no further related issues until they expired on (B)(6) 2019 due to an unrelated event ((B)(4)). The lvad was not returned and is not available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient fell while getting out of bed and hit their head while at a rehab facility. The patient presented to the emergency room. Pump off and low flow alarms were observed. The vad coordinator reported that the patient and their wife are "unsure" if the alarms occurred before or after the fall. The vad coordinator also reported that there was no visible damage to the external portion of the driveline, but the wife stated, that the driveline was "stretched" quite tightly when the patient was on the floor after the fall. Percutaneous lead x-rays were taken and were deemed unremarkable. It was recommended that the controller be replaced. It was recommended to return the controller and place the patient on the power module with a regular patient cable and continue to monitor. Log files were submitted for analysis. The log file contained high current events followed by what appears to be driveline disconnects events which did not register in the log file. It was reported that the remainder of the log file was unremarkable.